Manufacturer narrative:
Device received with constant pump error 37 during rewind. During visual inspection, motor, electronics stack and force sensor was corroded. Unable to perform sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 37.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed four times with insulin pump error. Customer stated the insulin pump was not exposed to a high magnetic field. Customer stated that the insulin pump was unable to clear the alarm. The insulin pump will be returned for analysis.